Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a grinding noise that came from the centrimag motor. There was a delay to start the pump due to the motor issue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: report type corrected to malfunction. Section b1: corrected to product problem. Section b2: corrected. Section d5: operator of device corrected. Section h1: corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: no device issues with the centrimag blood pump were reported or identified through this evaluation. The centrimag blood pump was not returned for analysis, and the cause of the grinding noise was isolated to an issue with the returned centrimag motor (evaluated separately under the motor evaluation). Review of the device history record (DHR) for the centrimag blood pump, lot number 10646449 / l08309-la5, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) is currently available. Although no pump issues or adverse events were reported, the centrimag blood pump IFU provides a list of adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. The IFU cautions to always have a backup centrimag pump, console, motor, and accessories available for use. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.